Manufacturer narrative:
Additional narratives this device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported via the implant patient registry that a 21mm aortic valve was explanted after an implant duration of 14 years and 3 months due to unknown reasons. Another 21mm valve was implanted in replacement. As reported, a deficiency of the original device was alleged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
It was reported via the implant patient registry that a 21mm aortic valve was explanted after an implant duration of 14 years and 3 months due to leaflet tear leading to regurgitation. As per medical opinion, the valve did not fail prematurely. The patient presented with short of breath before the procedure. Another 21mm valve was successfully implanted in replacement. The patient's outcome was noted as discharged home.

Manufacturer narrative:
Updated b5 per new information received. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.